Event description:
It was reported that the customer had a blood glucose level of 401 mg/dl. Customer stated that she was off the pump and was doing manual injections that are not working too well. Customer declined troubleshooting for high blood glucose levels and stated that there was no need. No further assistance required.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.